Event description:
Unicomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient reported one infusion set cannula was bent and the symptoms patient faces the infusion within first 3 or more hours after insertion. The infusion set long was 12 hours and site of insertion is abdomen. Unicomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.